Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple unexpected resets occurred. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer declined troubleshooting with tandem technical support. No additional patient or event information was provided.